Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins does not seem to be working at all. For about 1-2 weeks they have had stomach pains which are not caused by having to use the bathroom. Patient thinks their amplitude is too high and this is causing the stomach pains. Patient wakes up very early and has to use the bathroom when they get up. Today patient has had 2 episodes of urinary incontinence. Currently therapy is on program 7 and patient has already tried all programs. Patient has fallen quite a bit but was careful not to land on the implant site. Reviewed risks of falls. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported/anticipated at this time.